Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/25/2021. H.6. Investigation: customer reported tubing leaked at the connection of the filter, and returned the affected sample, a representative unopened sample of the same lot, and pictures of the samples. The affected sample was primed with blue dye, and the complaint of leaking at the inlet of the filter connection was verified. The representative sample of same lot number was also primed, and did not leak. All connections on both sets were tested and no other defects were observed. Visual inspection under the microscope found that there was a pin-sized hole right at the filter inlet causing the leak. The sample was then sent to the manufacturing facility for root cause analysis. The root cause as an issue with the tips of the expander equipment used during the assembly process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20086868 regarding item #24301-0007t. H3 other text : see h.10.

Event description:
It was reported that the gem 20dp 0.2mf low sorb dehp free tex experienced leakage. The following information was provided by the initial reporter: material #: 24301-0007t; batch/lot # 20086868. We had a malfunction of one of the low sorbing texium tubing infusion set. When the nurse hung the medication and as the medication was flowing through the tubing, there was a leak at the connection of the filter. The nurse caught this right away and brought it to our attention. We had to re-compound the medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem 20dp 0.2mf low sorb dehp free tex experienced leakage. The following information was provided by the initial reporter: material #: 24301-0007t batch/lot # 20086868. We had a malfunction of one of the low sorbing texium tubing infusion set. When the nurse hung the medication and as the medication was flowing through the tubing, there was a leak at the connection of the filter. The nurse caught this right away and brought it to our attention. We had to re-compound the medication.